Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's system board was replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.